Event description:
It was reported that the catheter was inserted via theleft basilic vein. During the procedure, approximately 1/2" of the peel-away sheath sheared off in thepatient's arm. A CT scan was performed and the piece could not be located. There are no plans to continue to try to locate and remove the separated portion of the sheath. There were no associated patient complications.